Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of power to the mobile power unit (mpu) being briefly interrupted was confirmed via the submitted log file. The log file contained approximately 6 days of data ((B)(6) 2022 ¿ (B)(6) 2022 per the timestamp). The log file captured a low voltage hazard alarm on (B)(6) 2022 from 8:46:00 to 8:46:03 due to a temporary loss of ac power while connected to the mpu. The system controller backup battery supplied power to the system during the loss of external power and pump function was not affected. The alarm resolved when power from the mpu was restored. No other notable alarms were active in the log file. The pump maintained a speed above the low speed limit throughout the log file. The mpu was not returned for evaluation. The provided information stated that the root cause of the reported event was the mpu ac power cord becoming disconnected from the wall outlet. Device history records were reviewed and showed no deviations from manufacturing or quality assurance (qa) specifications. Heartmate 3 patient handbook (rev. G), under section 5 ¿alarms and troubleshooting¿ and heartmate 3 instructions for use (IFU) (rev. G), under section 7 ¿alarms and troubleshooting¿ cover all alarms (visual and audible), including the no external power alarm conditions, and the actions to take if the alarms cannot be resolved. Heartmate 3 patient handbook (rev. G) and heartmate 3 instructions for use (IFU) (rev. G) under section 3 ¿powering the system¿, subsection ¿using the mobile power unit¿, explain how to use the mpu, including how to connect the ac power cord to the mpu. This section also explains the actions to take in the event of a power failure. Heartmate 3 patient handbook (rev. G) cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported through log file analysis that the patient experienced a no external power alarm on (B)(6) 2022 at 8:46 caused by power to the mobile power unit (mpu) being briefly interrupted. The mpu was noted to have a v-lock ac power cord connector. Additional information revealed that the no external power alarm was caused by the ac power cord becoming loose at the wall outlet.